Event description:
It was reported by the field service engineer (fse) that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had a defective solenoid k5 which despite receiving power, did not activate. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was an error in the deep vacuum when performing the all manifold test. Solenoid k5 was determined to be the fault despite receiving power, does not activate. The solenoid control board was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a